Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead. Product ID 97714, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type implantable neurostimulator. Initial complaint was made on only one 1 of patient's 2 ins/lead systems. Recent reported information implicated both systems. For details on original ins/lead report see regulatory report #3004209178-2017-19706. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had high impedances noted on the left lead. Electrodes zero through five were greater than 20,000 ohms. It was also reported that the patient¿s right lead had normal impedances, but had migrated down two levels since implant. There were no external factors in which the patient could recall that could be related to the issue. Diagnostics performed was an impedance check and an x-ray. It was reported that the patient was debating getting the lead revised because it was indicated that the device wasn¿t capturing a large section of their left side pain. It was reported that the issue was not resolved at the time of the report. It was reported that no surgical intervention occurred and it was asked but is unknown if surgical intervention is planned. The date of the event was asked but unknown. No further complications were reported/anticipated. Additional information was received reiterating that the patient's ins's had "slipped" again. Their health care provider (hcp) as going to put in "paddles", but instead replaced both devices. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.